Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they received ¿no reduction of pain by spinal cord stimulation¿ (scs) and that he ¿no felt to stimulate pain body.¿ it was noted that a manufacturer representative ¿had contributed to control scs implantable neurostimulator (ins) by healthcare professional (hcp) offer¿ after the patient said there was no stimulation. The patient had used scs since first implant on (B)(6) 2022. The patient had the entire system removed when he underwent lower back surgery. It was ¿unknown¿ whether the issue was resolved at the time of report. The complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No further complications were reported or anticipated.